Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) (the exact upn is unknown) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed in (B)(6), 2011 (the exact date is unknown). According to the complainant, on (B)(6), 2011 the tube became blocked. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) (the exact upn is unknown) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed in (B)(6) of 2011 (the exact date is unknown). According to the complainant, on (B)(6), 2011 the tube became blocked. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown however born in (B)(6).the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.